Event description:
It was reported that the department performed PICC catheter placement on (B)(6) 2023. The first four guide wires had a too flexible proximal end. Despite the vascular conditions and introducer needle looked normal under b ultrasound, it was difficult to insert the guide wires, unable to complete puncture successfully. After continuous replacements of the guide wires, puncture was done successfully. After removal, the proximal end of the guide wires were found bent abnormally. This report addresses the first guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The implicated product was one stainless steel straight guidewire and the returned product was two fragments of stainless steel guidewire. The product returned for evaluation was two fragments of stainless steel guidewire. Both fragments exhibited multiple bends and kinks. Both fragments contained a weld tip, which remained attached to the core wires. One weld tip corresponded to the distal (floppy) end while the other corresponded to the proximal (rigid) end. Microscopic inspection of the proximal fragment core wire break revealed a glossy striated surface consistent with a sharp instrument cut. Inspection of the proximal end of the proximal fragment revealed several bunched and misaligned coils near the weld tip. Microscopic inspection of the distal fragment revealed multiple breaks in the coil wire. The coil wire fragments were not elongated. Inspection of the core wire break revealed a tapered break profile. The break exhibited a granular fracture surface with a region of increased luster leading into the break. The proximal fragment exhibited evidence of having been cut, which may have been intentional. The distal fragment exhibited evidence of damage initiated by withdrawal against the introducer needle bevel followed by pulling stress leading to a complete fracture. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that the department performed PICC catheter placement on (B)(6) 2023. The first four guide wires had a too flexible proximal end. Despite the vascular conditions and introducer needle looked normal under b ultrasound, it was difficult to insert the guide wires, unable to complete puncture successfully. After continuous replacements of the guide wires, puncture was done successfully. After removal, the proximal end of the guide wires were found bent abnormally. This report addresses the first guidewire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.